Event description:
The male patient received three cypher stents to treat lesions in the proximal lad, first diagonal, and second diagonal. Stent 2.5 x 18 mm implanted in main branch of the proximal lad under max pressure of 10 atm, stent of 2.5 x 8 mm implanted in each side branch (first and second diagonal) under max pressure of 14 atm. Post dilation only of main branch performed: 2.5 x 20 mm at 14 atm. Final kissing balloon of the three lesions: mb (2.5 x 20 mm, 10 atm), sb first diagonal (2.5 x 10 mm, 6 atm), sb second diagonal (2.5 x 10 mm, 6 atm). All three lesions resulted in 0 percent final diameter stenosis (visual assessment) with timi 3. No additional stenting. Only ivus performed in mb. Approximately ten months after the index procedure, the patient experienced stable ccs I class angina. ECG was performed. Angiography showed a total occlusion of the proximal left anterior descending. A re-pci was performed with balloon angioplasty with good final result. Approximately one year and two months after the index procedure date, the patient experienced unstable angina iib. Angiography showed a 100% total occlusion of the distal lad. A re-ptca was performed with balloon angioplasty and implantation of 2 cypher stents with good final result.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR report # 1016427-2008-00025. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.